Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of 'downstream occlusion pressure failure during preventative maintenance ' was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream tubing guide depth is out of range. The downstream tubing guide will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.